Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately october of 2024 from date manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2318700. Model: sc-2318-70. Serial: (B)(6). Batch: 5003477. UDI: (B)(4). Product family: scs-linear leads. Upn: m365sc2318700. Model: sc-2318-70. Serial: (B)(6). Batch: 5003470. UDI: (B)(4).

Event description:
It was reported that patient was not able to get enough pain relief from the spinal cord stimulator (scs) device. The patient underwent a spinal cord stimulator (scs) explant procedure where in all devices were removed. The patient was doing well post operatively and the explanted device will not be return as it was disposed at the facility.